Manufacturer narrative:
Product event summary: analysis could not confirm the programmer issues and error. No errors were noted in the error log. The memory was reseated on the main processing unit (mpu) and the plastic standoff was checked between the mpu and link electronic module (lem) circuit board. The standoff was replaced as a preventive measure. It was also noted that the power cord bay assembly latch was broken. Software was reconfigured and reloaded. The programmer then passed all console and systems tests. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the time taken to interrogate a device with the programmer was longer than normal. In addition, the printer would print some, pause, and resume printing, and there was a two-toned beeping that sounded every 6-8 seconds. The stylus also wasn¿t communicating appropriately to the touch screen, and an error code appeared on a black screen when the programmer was turned on. The programmer was returned for service. No patient complications have been reported as a result of this event.